Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15254. The patient underwent a procedure for a trial scs system. It was reported one of the trial leads migrated out of the epidural space and was hanging outside the patient's body. The trial leads were subsequently removed on (B)(6) 2015. It is unknown which lead migrated out of the patient's body, therefore both leads are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).